Event description:
Th pt's daughter reported the pt has not charged since implant and is no longer receiving stimulation. The pt's daughter also reported the charging system does not power on. Subsequently, the pt was sent a replacement charging system and antenna.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.